Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate therapy. Attempts to reprogram the sensing vector were made however were unsuccessful. This system will be explanted at a later date and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. Additional information was received indicating this system remains implanted however therapy has been programmed off. No additional adverse patient effects were reported.